Event description:
Patient is reported to have developed a burn on the outer side of his calves, approximately 4 1/2cm in diameter, following treatment with the anodyne professional unit, administered by a health care professional. Patient was treated with silvadene, a topical ointment available over the counter, and has healed completely.